Event description:
It was reported that after defibrillation threshold testing involving this newly implanted subcutaneous implantable cardioverter defibrillator (s-ICD), the patient transitioned to atrioventricular block approximately two minutes after the delivery of a successful shock. Their heart rate (hr) dropped to the mid-thirties beats per minute (bpm), indicating asystole, followed by a drop in blood pressure. The physician began cardiopulmonary resuscitation (CPR) and a rescue team inserted a temporary wire through the groin. After several minutes of CPR and medication, the patient returned to a hr of 160 bpm. The patient was then prepared for a prophylactic single chamber pacemaker to be connected to their external lead. All evidence indicates the s-ICD remains in service and the patient was transferred to the intensive care unit. No additional adverse patient effects were reported.